Event description:
It was observed that during the device evaluation, the uretero-reno videoscope had non-olympus bending section rubber glue with a chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure found during investigation was observed. The root cause could not be identified. According to the investigation the reported issue was caused by defects to components that are non-olympus therefore, the most probable cause of the reported issue is failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.